Manufacturer narrative:
(B)(4). This is a report of a use error in which the heater bag was not connected securely and became disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag was not connected tightly and became disconnected. This event occurred during initial drain. The patient was connected to the homechoice. There were no alarms. The patient requested assistance to end therapy so they could start over with new supplies. The technical service representative assisted as requested. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.